Event description:
Reporter indicated that vns pt had developed left eye twitching and left eye drooping. Treating epileptologist indicated that the pt may have horner's syndrome. It was also reported that the pt is slightly mrdd with a down syndrome appearance and the pt's eyes have always looked droopy.